Event description:
Complainant alleged that while attempting to defibrillate a pt, after the first three successful shocks of 120, 150, 200, upon the next two attempts, the device's defib output was out of specification at 1 joule. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.